Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to false upstream occlusion alarm. Service evaluation verified the false upstream occlusion alarm. The cause was identified to be the ultrasonic sensor fluid readings were found to be out of specification. The upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a false upstream occlusion message. There was no patient involvement. No additional information is available.